Manufacturer narrative:
Account replaced the communication cable, but the issue remains the same. Technician suggested that account do a resistance check between pins 25, 26 of the 37 pin connector on the sidecom board. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed would not place a nurse call.